Event description:
A 64 yr old white female g6p6 status post bilateral subglandular inframammary dow corning 225cc gels 1/6/75 for augmentation. Denies history of trauma but complains of firmness and some pain since 1991. Arthralgias, myalgias, paresthesias, swelling, fatigue, adenopathy, fever, headaches, neurocognitive problems, sicca, hair loss, rashes, shortness of breath, hypertension, genitourinary problems and history of "strokes." Otherwise healthy.